Event description:
Patient was wearing the pod on the abdomen for an unknown duration of use. Patient reported insulin leakage during wear and that blood glucose levels were elevated, reaching 22 mmol/l (396 mg/dl). On (B)(6) 2026, patient experienced dizziness and vomiting and sought medical attention. Patient was hospitalized, diagnosed with diabetic ketoacidosis and treated with insulin infusion. Patient was stabilized and released on (B)(6) 2026 after approximately 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.